Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention procedure, side branch occlusion occurred. In (B)(6) 2013 a clinical status assessment of the patient indicated the patient's qualifying condition was myocardial infarction with unstable angina. The patient was referred for cardiac catheterization. The 90% stenosed and 16mm long first target lesion was located in the 2nd obtuse marginal with a reference vessel diameter of 2.75mm the first target lesion was treated with pre-dilation and placement of a 2.50x20mm study stent, resulting in 10% residual stenosis following post dilation. The 70% stenosed and 8mm long second target lesion was located in the distal left circumflex artery with a reference vessel diameter of 3.5mm. The second target lesion was treated with pre-dilation and placement of a 3.50x12mm promus element plus study stent, resulting in 10% residual stenosis following post dilation. Baseline corelab angiography report revealed 0% stenosis of 1st obtuse marginal. Post procedure angiography revealed 80% branch percent stenosis of 1st obtuse marginal. Its unspecified how the 80% branch stenosis as treated. The patient was discharged the following day on dual anti-platelet therapy.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).